Event description:
The pt was implanted with a left ventricular assist device. An outcome of death was reported via device tracking form, which noted the cause of expiration as "ischemic bowel/sepsis."

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.